Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 239 mg/dl at the time of the incident. The customer reported that she was having trouble with her pump a few days ago and today it was blank. The customer had changed the batteries and there was a continuous silent squeal sound and it had a watchdog timeout and unexpected restart alarm on it at one time. The customer stated that stated it was currently blank and cannot get it to power back on and has changed the battery as well to attempt to remedy the issue. Customer stated the display did not return even after replacing new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or unexpected restart error alarm and watchdog timeout alarm noted during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.